Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced a high blood glucose level of 416 mg/dl. The customer did not troubleshoot for the high blood glucose level. The customer's parent stated that the customer was changing his site and he bled. The customer's parent also reported that the blood went into the tube of the infusion set. The customer's parent stated that there is blood at site but it does not show signs of infection. The customer's parent mentioned that there is no irritation and the customer's blood glucose was high because she had not given him a bolus. The infusion set will be returned for analysis. However, the insulin pump will not be returned for analysis.